Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing unexplained high blood glucose over 600 mg/dl. Customer has done a complete set change. Customer stated her blood glucose was over 500 mg/dl and customer took a correction bolus and when she checks again it was over 600 mg/dl. Customer changed the quick set and drank a lot of water, and then it went down to 92 mg/dl. The infusion set was not kinked or bend. The device did not alarm. Customer declined troubleshooting because she had changed the entire set and it was working fine now. No further information reported.